Event description:
It was reported that a break was found in the flange of a portex® bivona® aire-cuf® pediatric tracheostomy tube. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation in used condition. Visual inspection found that the device had a split on the flange eyelet. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Based on the evidence, a root cause was unable to be determined.